Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy. The first firing to resect the duodenum was successful. After the firing, the nurse attempted to remove the reload, but the black release button was stiff and it could not be unloaded. The nurse removed the adapter from the powered handle with the reload still loaded. Another adapter was used on the powered handle, and the device was able to fire and be unloaded successfully. The part fell into the patient's cavity and was retrieved. No patient injury or extension in surgical time greater than 30 minutes. Patient status is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted that the lock out slider block was damaged and the non-welded tip housing was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Damage to the lockout slider block is consistent with a user attempting to fire a single use loading unit(sulu) when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received another device was used to complete the procedure. Nothing fell into patients cavity.